Event description:
It was reported that there was a patient alert for impedance of 19 ohms. It was also reported that both leads had low impedances. Both leads are still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.